Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00307. It was reported that the patient was only getting stimulation while in certain positions. Diagnostics indicated high impedance readings on lead contacts 1, and 9-16. As a result, surgical intervention may take place to address this issue.